Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure; however, the investigation was unable to determine a conclusive cause for the reported stent fracture/break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery in the true bifurcation with a calcified diagonal using the classic mini crush technique. The 3.5x33mm xience sierra stent delivery system (sds) partially crossed the pre-dilated lesion but there was resistance during advancement due to the anatomy and it was noted that the stent fractured but did not crimp. There was no adverse patient effect and there was no clinically significant delay in the procedure. Patient stayed in the hospital overnight per standard procedure and was discharged the next day. No additional information was provided.